Event description:
Information received from the field notes inappropriate program values when reprogramming the device to initial values. When the device was programmed to a rate of 85 ppm, the patient complained of feeling shocks in the areaa of the pacemaker.